Event description:
A materials manager reported that the surgeon experienced occlusion and aspiration problems during a cataract with intraocular lens implant procedure. The system and phacoemulsification tip were exchanged to resolve the issue. There was no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).